Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial rptr. The device involved in this complaint was not available for eval. The lot number was not available; therefore the device history record could not be reviewed. The info provided indicated that leakage was observed from the catheters under the bandage and that the tega-derm strips were coming off of the pt. The night nurse noticed redness and irritation around the catheter site. The placement of the catheter, the type of surgery, flow rate of the drug and the personal characteristics of the person all contribute factors to body absorption of the drug being administered. Sustained exposure to certain drugs or moisture may cause skin irritation. If add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
It was reported that leakage was observed from the catheters under the bandage and that the tega-derm strips were coming off of the pt. The night nurse noticed redness and irritation around the catheter site.